Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a keypad anomaly. The numbers started ramping during a bolus delivery. The blood glucose reading was 200 mg/dl. Prior to the event, the customer stated that the weather was very hot. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump received with minor scratches on display window, cracked battery tube threads, cracked case display window corner, cracked reservoir tube lip and cracked reservoir tube.